Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited continuous alarm, the pump was unable to be turned off even after batteries were removed, and the screen display was black. No patient injury was reported.